Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The cause of the high bg was unknown. Reportedly, the customer required assistance addressing bg level with a manual injection. No additional information was provided. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.